Manufacturer narrative:
Case: (B)(4). The device was not returned for investigation as this was a post-operative event and a DHR review was unable to be completed as no lot number was able to be ascertained.

Event description:
During a literature search, atricure determined a patient experienced an adverse event which may have been caused or contributed to by the atriclip. Literature reported a patient underwent an aortic valve repair/replacement and left atrial appendage exclusion (laae) using a atriclip device. On the third day, the patient's level of consciousness decreased, and computed tomography (CT) scan showed thrombus in the left atrium. It is unknown if any intervention was undertaken to mitigate left atrial thrombus. On an unknown date, the patient died of pneumonia and sepsis. While there is no evidence that an atricure device directly caused the patient death, contribution from the ablation procedure cannot be ruled out and so this event is being reported per part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication. Source: abstract of the 35th arrhythmia surgery study group; masanao nakai, ryota nomura, yasuhiko terai, muneaki yamada, yuta miyano, shinji kawaguchi, takahiro ozawa, takashi suzuki; shota sato shizuoka; city shizuoka hospital cardiovascular surgery.